Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115455.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the scs system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.